Event description:
It was reported that prior to a gastric bypass procedure, when checking the device outside of the patient it was dropping clips and malforming clips. There was no patient involvement with this device. The case was completed with a competitor¿s device. There were no patient involvement reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.